Event description:
New information states that the lead dislodged at original implant and exhibited high capture threshold and failure to capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01246; related manufacturer reference number: 2938836-2020-01248. It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular (lv) lead was not capturing. The right atrial (ra) lead was dislodged and previously turned off in 2015. During lead replacement procedure it was noted that the right ventricular, ra and lv leads were adhered. The leads were explanted. The patient had no complications.

Manufacturer narrative:
The reported events were confirmed. As received, only the distal portion of the lead measured 41.5cm was returned for analysis. The helix mechanism test was unable to be performed due to as received damaged helix. The reported events of high capture threshold and failure to capture were confirmed. External insulation abrasion exposing the outer coil consistent with friction to another device or feature of the heart was noted at 8.0cm - 8.4cm from the distal tip. External insulation abrasion exposing the outer coil consistent with friction to the device can was noted at 28.5cm ¿ 28.8cm from the distal tip. The cause of the reported events was isolated to the exposure of the coils in the abrasion zones.